Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor. It was reported that the patient had surgery on july 11th and after that they had been having issues with #2. During the call, the patient was unable to charge their handset or communicator. An email was sent to the repair department to replace the charging cord and ac power supply. Patient will charge equipment and check that therapy was on when they received their new charging cord. The patient was redirected to their healthcare provider (hcp) to further address the issue.